Manufacturer narrative:
(B)(4). Conclusion: off-label, unapproved, or contraindicated use (use of device outside of IFU indication).

Event description:
A valiant and endurant stent graft systems were implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The diameter of the non-aneurysmal proximal neck was 30mm. The endurant 24x24x83 that was implanted first proximal to the celiac artery, second was a valiant 30x30x200 and third was 36x36x200 were implanted proximally. It was reported that the patient developed type ia endoleak and type ib endoleak. The type ia endoleak was originated from the proximal valiant 36x36x200 stent graft and the type ib was from the endurant 24x24x83 stent graft. Per the physician the cause of the type ia endoleak was due to not enough modelling with a balloon which resulted in insufficient sealing. The type ib was possibly caused by a gap, which was a result of the blood vessel remodeling. The patient is being monitored. No clinical sequelae were reported.